Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was as low as 40 mg/dl with severe headache. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. During troubleshooting, it was reported that the cartridge was not being cycled properly. There was no indication or allegation of a device issue. This complaint is being reported because the reported health event was attributed to a device use error.